Manufacturer narrative:
Our laboratory performed detailed analysis to determine the cause of the lead impedance testing anomaly. The pacemaker casing was cut open and further analysis and testing found the anomaly was due to a loss of moisture from the pacing supply capacitor. Our company has addressed this issue and a corrective action was implemented.

Event description:
Boston scientific crm received information that this pacemaker was explanted for normal battery depletion with no product issues or adverse patient effects reported. The device was returned and analyzed. Upon receipt, our post market quality assurance laboratory found that this pacemaker provided therapy; however, did not pass the lead impedance test of the returned product testing.